Event description:
As reported, during a procedure on (B)(6) 2022, the optifix fixation device was used to fixate the 3dmax mesh at the pubis. While fixating the mesh it was noted that the tip nozzle was bent. As reported, the event occurred while deploying the 6th or 7th fastener. As reported, there was one broken fastener which was removed from the patient¿s body. It is reported that ¿it is speculated that the cause was due to an attempt to fix it to the pubic bone.¿ another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, while fixating into bone with the optifix straight fixation device the tip of the guidewire bent, failed to deploy a fastener, and then deployed a broken fastener. Evaluation of the returned sample finds for a bent guidewire and backup tabs. Functional evaluation of the sample resulted in the deployment of a broken fastener. The components are found to be bent from applied forces when in use as the user attempted to fixate into bone, causing damage to the guidewire and back up tabs, which led to the performance issues that presented. Review of manufacturing records confirms product was manufactured to specification. The precaution section of the instructions for use (IFU) supplied with the device, states that "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Sample evaluated.